Manufacturer narrative:
This complaint is for 1 unknown aiming arm/unknown lot. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the aiming arm missed the distal screw during an implant procedure with a trochanteric fixation nail. The aiming arm was stable enough for him to successfully complete the procedure without him having to change anything. There was no reported patient harm. This complaint is for one unknown aiming arm. This is report 1 of 1 for (B)(4).